Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), right ventricular (rv) lead, lead integrity alert (lia), and rv oversensing. Analyst commented, evidence of twos has been noted on (B)(6) 2016 and (B)(6) 2016. Rv lia warning occurred for increased sic and 2 or more high rate-non sustained episodes greater than (B)(4) milliseconds on (B)(6) 2016. Sic went up to (B)(4) (within 40 days) along with high rate-non sustained episodes and evidence of oversensing. (B)(4).

Event description:
It was reported that during use an right ventricular (rv) lead, lead integrity alert (lia) warning triggered, and the rv was reported as exhibiting high impedance, t-wave oversensing, high short interval counts (sic). Adjustments to rv sensitivity settings was planned, and the lead remains in use. No patient complications have been reported as a result of this event.